Event description:
It was reported, "the customer stated: the rocker switch became active without being touched. There was not any harm done to the patient and the staff used the plastic holster for the bovie pencil on every total joint procedure ". (Electrosurgical pencil self-activation)

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1720159-2011-00057. The device is expected; however, has not yet been received by conmed corporation. Upon completion of the quality engineering evaluation a supplemental report will be filed.